Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the verbatim, the probable root cause for leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that IV fluid and blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter: "after siting the venflon and connecting the IV fluids, the venflon began leaking IV fluid out from the injection port. When the IV fluids were turned off, venous blood began to leak out of the injection port, indicating a serious problem with the internal oneway valves. Details of injury (to patient, carer or healthcare professional): no death just re-cannulated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) taken out and different gauge re-sited."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that IV fluid and blood leaked from the bd venflon" pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter: "after siting the venflon and connecting the IV fluids, the venflon began leaking IV fluid out from the injection port. When the IV fluids were turned off, venous blood began to leak out of the injection port, indicating a serious problem with the internal oneway valves. Details of injury (to patient, carer or healthcare professional): no death just re-cannulated. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) taken out and different gauge re-sited."